Manufacturer narrative:
Concomitant medical products: product ID 3888-33, lot# j0537544v, implanted: (B)(6) 2005, product type: lead. Product ID 3888-33, lot# j0542925v, implanted: (B)(6) 2005, product type: extension. Product ID 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
The patient reported a continuous/daily loss of therapy and a change in stimulation felt related to positional movement that was worse when up and walking. Troubleshooting found the device was on and set on program 1 at 3.60 v. The patient felt stimulation, it just was not helping. The patient did not have permission to change programs. The patient reported going through all sorts of pain. Additional information received from the patient indicated the patient first started experiencing the loss of effect (B)(6) 2015. Steps taken to resolve the loss of therapy were noted as the patient turned the unit up, which did some but not a lot of good. The patient was still getting a lot of pain across the small of the back. It was noted that just to the left of the battery pack, it felt like a knife going in. Follow-up was being conducted to determine if the patient reported the event to a health care professional, cause of sudden loss of therapy, and if resolved. Indication for use included other chronic/intract pain (trunk/limbs).

Event description:
Additional information received from the patient in response to follow-up reported that they had not found a healthcare provider (hcp), the cause of the event remained unknown, and the issue had not been resolved. The patient requested that no further follow-up be performed.